Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On (B)(6) 2021, the patient's mother reported that her child's infusion set's tubing came apart close to the site location while playing. The site location was patient's buttocks, and the pump was on the left and insertion as well. The infusion set had been used for one day. Reportedly, the infusion sets were not stored or used in a place where they might have been exposed to extreme temperatures and humidity. The pump was not dropped with the set connected to patient's body. No further information available.

Event description:
On 30-mar-2022 IV: follow up information was submitted to update the unique identifier (UDI) number and awareness date. Unomedical reference number (B)(4). Event occurred in germany. On (B)(6) 2021, the patient's mother reported that her child's infusion set's tubing came apart close to the site location while playing. The site location was patient's buttocks, and the pump was on the left and insertion as well. The infusion set had been used for one day. Reportedly, the infusion sets were not stored or used in a place where they might have been exposed to extreme temperatures and humidity. The pump was not dropped with the set connected to patient's body. No further information available.